Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had suspected thrombus. The patient had a history of noncompliance and admitted to not taking his medications for 3 or more days. Other than noncompliance, he did not have any clinical history that would have been relevant to the event. At the time of the event, signs of pump thrombus included changes in pump parameters, including elevated power and estimated flows and decreased pulsatility index. The patient was previously taking coumadin and when the event occurred, he was started on aspirin and plavix daily. His international normalized ratio (inr) prior to the episode was between 1.8 and 3.4 and dropped slightly when the event occurred. As of 04/03/2015, his inr has been therapeutic. It was reported that the patient is currently doing well from an lvad standpoint and the acute episode that they thought may be a thrombus has resolved.

Manufacturer narrative:
Approximate age of device ¿ 82 days. The report of suspected pump thrombosis could not be confirmed because the pump was not available for evaluation. The patient reportedly was non-compliant with anticoagulation therapy. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the submitted system controller log file showed intermittent pump power elevations. The log file also showed a slight decrease in average pi values; however, review of the log file could not conclusively confirm pump thrombosis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.